Event description:
Caller reported a malfunction on the pump, displaying malfunction code 16, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.